Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer purposefully stopped using the pump and chose not to administer insulin by another method. There was no allegation of a pump issue. The customer was hospitalized for diabetic ketoacidosis (dka). Reportedly, the customer met with a healthcare provider to discuss the event. Although requested, the customer's discharge date was not provided.